Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
It was reported via the stryker facebook page, "had a mako robotic knee replacement 4 weeks ago. Tough going the first couple of weeks doing better with more movement at 4 wks. Problem I have is the machine reference pin used on the shin cut into my shin and left me with a wound that would not heal. It has been 4 weeks and the last two weeks I have seen a wound care specialist to try and get the wound healed. There should have been some kind of guard or protection device put upon the shin where that pin is to protect that from happening. There is no flesh there, it's just skin over bone. Why not use a laser instead of a physical pin to provide movement definition. Had my right knee done about a year ago with surgeon only. Right now the comparison between the two may go robotic is losing."